Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2021 and (B)(6) 2021 showed the sudden increase of the pacing impedance from approximately 250 ohms to greater than 3000 ohms in the middle of (B)(6) 2021. Furthermore, the sensing amplitude was found fluctuating approximately between 2 mv and 20 mv during the recorded period. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observations. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Lead capped due to total loss of sensing and capture and impedance greater than 3000 ohms. Lead could not be extracted, but visual inspection revealed a significant insulation breach. Conductor failure could not be assessed. No adverse patient events reported. Should additional information become available, it will be added to this file.